Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvb10, tapered screw-vent implants with mtx surface for evaluation. Visual evaluation was performed, product was evaluated and filed - the implant had signs of use, bone debris on external threads. The implant collar was fractured. This complaint refers to the tsvb10, tapered screw-vent implants with mtx surface DHR review was completed for the subject lot number 1235952. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1235952 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture: implant¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 3, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occurred. The implant had signs of use, bone debris on external threads. The implant collar was fractured and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
It was reported implant fractured and was removed. Tooth location 13. Bone type IV.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: k011028, k013227.